Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 377875, lot# j0555561v, implanted: (B)(6) 2006, product type lead; product ID 3887-33, lot# j0222748v, implanted: (B)(6) 2004, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37702, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s ¿stim¿ that was in their abdomen was not working. It was stated ¿7 of the 8 leads¿ were reported to have been out of range. It was later reported to have been ¿7 of 8 contacts on the leads¿ that were out of range. It was reported one lead had ¿electrocuted¿ the patient. The device was being turned up as the patient could not feel it, and when it went up to 6 or 7 the patient¿s back arched, and the patient asked for it to be turned off. It was further stated the patient had ¿barely turned their head¿ which had resulted in the shocking sensation and arching of their back. It was reported that when the patient turned the device on, which was for the patient¿s left arm and neck, the patient¿s knee ¿flew up.¿ the patient had kept the ins off. It was stated it would "all be fixed this summer and the device taken out." No scheduled date for removal was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional review indicated that the event did not involve this device. See MFR. Report #3004209178-2013-07550.